Manufacturer narrative:
The insulin pump was received and all buttons function properly. However, they keypad traces had corroded and the numbers were not scrolling. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the number continued to scroll. Customer's blood glucose reading was 173 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.